Event description:
Patient had a series of troponin-I assays ordered by the emergency room. The first specimen (01:00 am) was negative (<0.01), the second specimen (06:00am) was initially positive (1.066). A third specimen (09:50am) was tested and found to be negative (<0.01). The operator questioned this due to delta check (positive to negative). A repeat of the 06:00am specimen gave a negative result (<0.01). Quality control was acceptable and done within protocol. There were no error codes on any of the assay results. Maintenance was up to date. The emergency department was notified of the corrected result, fortunately just before an invasive procedure would have been performed.